Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, the right ventricular lead exhibited high pacing impedance, low r-wave amplitude variation, a loss of capture and noise. The noise was reproducible with pocket manipulation and isometrics. The lead was capped and replaced. The patient was doing well post procedure.